Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by a consumer the rubber tip inside a bd ultra-fine needle insulin syringe was found melted prior to use. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: two investigations were carried out. First investigation summary: customer returned (1) loose 1/2cc syringe. Customer states that the rubber tip of the syringe was melted. The returned syringe was examined and exhibited a jammed stopper in the barrel. Sample was forwarded to manufacturing (holdrege) on 11may2018 for further review. Second investigation summary: on the 15may2018 holdrege received one (1) loose sample of a 0.5ml syringe for a stopper damaged/deformed. All samples were decontaminated per hstr-17 and hqa- 68 prior to being evaluated.upon evaluation by qe aa, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. The stopper looked like a smeared stopper. Probable root cause: this condition is referred to as a rolled stopper which can occur during the assembly process, when the plunger rod is being assembled in the barrel and there is inadequate lube present in the barrel ID and or the stopper does not have enough lube on it. Therefore, the stopper does not move freely in the barrel and can become stuck and deformed. Rolled stoppers can also be caused by partially peeling off the stopper before insertion into the syringe barrel. The stopper starts out being misaligned on the end of the plunger rod and then gets rolled as it is being inserted inside the barrel. A review of the device history record was completed for batch# 4121917. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to this complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for stopper damaged/deformed on lot # 4121917. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.